Manufacturer narrative:
Concomitant products: addr01 ipg, implanted: (B)(6) 2008.

Event description:
It was reported that during a device change out procedure, the right ventricular (rv) lead exhibited high bipolar impedance. When attached to the new device, the lead was reprogrammed to unipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.